Event description:
It was reported that the right ventricular (rv) lead had high impedance and noise. The lead was attempted to be replaced. The patient experienced pneumothorax and the procedure was cancelled. The procedure was attempted again and it was discovered the implantable pulse generators (ipg) setscrew was loose and the connector pin on the rv lead had an insertion issue. It was also noted there was minimal pacing. The rv lead was cleaned and reinserted. The rv lead and ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.